Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population. Complications reported included surgical intervention (valve-in-valve), hospitalization, aortic stenosis, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: deformation of surgically implanted aortic valves: CT findings prior to valve-in-valve implantation and association with mechanism of failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: deformation of surgically implanted aortic valves: CT findings prior to valve-in-valve implantation and association with mechanism of failure.

Event description:
The article, "deformation of surgically implanted aortic valves: CT findings prior to valve-in-valve implantation and association with mechanism of failure", was reviewed. The article presented a retrospective, multicenter study to investigate cardiac computed tomography (CT)-imaged bpv deformation following surgical aortic valve replacement (savr) and its association with the mechanism of valve failure. Devices included in the study were ce perimount, magna ease, trifecta, mosaic, biocor, mitroflow, hancock, and ce standard. The article concluded potential intrinsic changes (frame deformation) affect stented surgical bioprosthetic valves (bpvs) implanted in aortic position. Whether these changes are associated with early valve degeneration and failure remains unknown. [The primary and corresponding author was abdellaziz dahou, division of cardiovascular imaging, st. Francis hospital and heart center, catholic health, roslyn, new york, with corresponding email: mailto:dahouaziz1@gmail.com]. The time frame of the study was from january 2014 to may 2022. A total of 222 patients were included in the study, of which 50 (22.5%) received an abbott device. The average age was 78 years old and the majority gender was male. Comorbidities were not reported.